Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fph regional office in (B)(4) where it was inspected by a trained fph service technician. Our investigation is based on the service report provided by the fph service technician. Result: the performance test revealed that the manometer of the subject neopuff was out of specification. Conclusion: it is most likely that the manometer malfunction was caused by some sort of impact to the neopuff. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. We note that the subject neopuff device is approximately fourteen years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The subject neopuff unit was repaired and returned to the customer after passing all the necessary performance tests.

Event description:
A healthcare facility in (B)(6) requested a performance check on an rd900 neopuff infant resuscitator. During servicing, a fisher & paykel healthcare (fph) service technician observed that the manometer was faulty. There was no patient involvement.